Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the lead was returned complete, but the insulation was bunched, and the conductor coils were deformed at approximately 120-130 millimeters (mm) from the terminal end. These observations are believed to be surgery-related and are not considered abnormal. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Additionally, a stylet insertion test was performed and passed without problems, indicating no blockage in the lumen. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations, based on normal lead resistance measurements, and passing the applicable tests.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as during the procedure, it exhibited loss of capture and high pacing threshold measurements despite multiple repositioning attempts and using different pacing system analyzer (psa) cables. Additionally, the physician was unable to measure a threshold, so they made the decision to use a non-boston scientific product instead and the procedure was completed successfully. The cause of the reported observations is unknown at this time. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant as during the procedure, it exhibited loss of capture and high pacing threshold measurements despite multiple repositioning attempts and using different pacing system analyzer (psa) cables. Additionally, the physician was unable to measure a threshold, so they made the decision to use a non-boston scientific product instead and the procedure was completed successfully. The cause of the reported observations is unknown at this time. No adverse patient effects were reported. The attempted lead is expected to be returned for analysis.